Event description:
On (B)(6) 2021 the user stated that she heated the therapearl lansinoh 3 - 1 breast therapy pack for 13 seconds and ended up burning herself on the side of her breast. An attempt to obtain more information was made on (B)(6) 2021 and again on (B)(6) 2021. No further details have been provided to date.